Manufacturer narrative:
(B)(4). G2: foreign, event occurred in canada. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a surgical procedure a screw fractured while being tightened by the surgeon. Attempts have been made and no further information has been provided.